Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -4.00/2.0/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Excessive vault and significant reduction of irido-corneal angles was observed. Lens remains implanted, the reporter stated " the patient is still under observation." If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated that a 13.2mm, vticm5_13.2, -4.00/2.0/089(sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Claim # (B)(4).